Event description:
It was reported that the customer had committed suicide on (B)(6) 2009; he had shot himself in the heart. The customer obtained the insulin pump in (B)(6) , his depression started in (B)(6) . The caller stated that the customer's blood glucose was low and she had to feed the customer in bed. The customer had slept late, he was over-sleeping, his pupils were really small; like pin holes. The wife took the customer to the doctor 2 weeks in a row because he was suffering from depression. The doctor gave cymbalta. The customer had stopped taking the cymbalta and had asked to be admitted, however the doctor stated there was a need per insurance for that. The customer was wearing the insulin pump at the time of death. The wife gave away the customer's insulin pump to a neighbor who has moved. The insulin pump information used in this medwatch report was not verified; it is the last known insulin pump issued to the customer. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.